Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that on (B)(6) 2018 the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 600 mg/dl. The patient reportedly was reportedly hospitalized and received insulin via injection and intravenous fluids. The reporter stated the patient went to the hospital because the pump stopped delivering insulin on (B)(6) 2018 and was discharged from the hospital on (B)(6) 2018. The patient reported having an infection and taking zyrtec at the time of the event. The reporter stated the basal history did not match the active basal program. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a history/settings issue.